Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the low impedance was unknown and didn¿t resolve/stayed the same after the implant was changed out. No actions/interventions were taken as the patient wasn¿t already using a program that didn¿t utilize that pair.

Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# j0519456v implanted: (B)(6) 2005 product type lead product ID 37085-60 serial# (B)(6) implanted: (B)(6) 2012 product type extension product ID b35200 serial# (B)(6) implanted: (B)(6) 2023 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the caller is MRI tech and noted short circuit in medical records from (B)(6) 2023 on left stn. No symptoms were reported.

Event description:
It was reported that the patient was getting a routine implantable neurostimulator (ins) replacement today due to the patient's device being at eri. In pre-operation, the impedance test showed an impedance result of low on bipolar pair 0-1 while all others were within normal limits. The patient does not have anything programmed in that configuration. At ins change to percept, impedance did not result in any change to the bipolar impedance issue. No interventions were taken as the patient does not use this pair for therapy, but the surgeon did note this in the patient's chart. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Concomitant medical product: other medical products in use during the event include: brand name (B)(6) ; product ID 3387-40; product type: 0200-lead; implant date (B)(6) 2005 explant date brand name (B)(6) ; product ID 37085-60; product type: 0191-extension; implant date (B)(6) 2012; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.